Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level was above 1370 mg/dl. The customer current blood glucose level was 200 mg/dl. Customer also stated the insulin pump had blank display. The customer was treated with insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was advised to discontinue from the pump at the quick release. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08700 inches. No under/over delivery anomaly noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power error, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No power error, unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, or unexpected replace battery now alarm noted in the pump trace download. Device powered up properly after the test battery was installed. Unit was monitored for 5 days. No blank display noted. Device communicated properly with the guardian link 3 and the test plug. Unit was able to enter into auto mode properly during testing. No auto mode anomaly, pump/sensor communication anomaly or calibration anomaly noted. Device had a cracked battery tube threads, cracked case battery tube side, a corroded battery tube, scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay at the select button, cracked retainer and a missing display window cover.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Correction: the information provided was incorrect. The correct information has been provided with this report.